Event description:
It was reported in the article found in the literature "recovery" vena cava filter: experience in 96 patients, that there was an intimal tear of the ivc when removing the filter. There were no adverse clinical consequences in the patient who had the intimal tear following the filter removal, according to the article.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Neither the filter or films were returned for evaluation. The results of the investigation are inconclusive and the root cause is unknown.